Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: g1-contact person name. A getinge field service engineer (fse) evaluated the unit and found the equipment inspection drive valve group has an abnormal noise, but the performance was normal. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) loud abnormal noise during the use of the equipment, unit can still be used normally. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.